Manufacturer narrative:
Evaluation found that the instrument showed corrison inside the electrode saddle and dents on the shaft.

Event description:
Allegedly per the customer, during a turbt the doctor was attempting to "cut" intermittingly and the tissue coagulated and fused the ureteral orifice. A uretal stent was placed in the orifice and the procedure was completed. Post operatively the patient is doing fine per nurse.